Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
This pt reported that sounds were intermittent and soft. Later he reported not hearing at all. External equipment was exchanged, but this did not make a difference. Reprogramming helped initially but eventually he reported not hearing again. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to MFR's specifications. Cochlear recommended explantation and reimplantation with a new device. A surgery date has not been reported.